Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main cabinet drawer 6 did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cabinet drawer 6 did not open. A field service engineer inspected full height drawer 6 and found the connection to the drawer controller broken due to drawer overextension. The fse installed replacement slide rail bumpers and reseated the retractor cable. The fse tested the operation in the application, and no issues were noted. The system functioned as intended after the field service engineer repaired the device.